Manufacturer narrative:
On 10/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the device, the device appeared intact. Leak testing was performed in accordance with mentor procedures and two (2) tears (a, b) located at the posterior view were revealed, both ruptures measuring approximately less than 0.1 cm. During the microscope examination striations were detected in the edges of the rupture a, and no evidence of instrument damage was observed in the rupture b. No other anomalies were observed. The striations identified on rupture a are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/16/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced with a non-mentor gel breast implant.